Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received at elective replacement indicator (eri). A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and high current drain was noted. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented with a new instance of premature depletion of battery noted on the patient's insertable cardiac monitor. No intervention adverse patient consequences were reported.

Event description:
It was reported that a patient presented with premature depletion of battery noted on the patient's insertable cardiac monitor. The device explant was planned. No adverse patient consequences were reported.

Event description:
New information receives noted that the patient requested explanted of the device. The device was at elective replacement indicator/ end of service. The device was explanted on (B)(6) 2026. The patient was stable throughout.